Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. There was no impact to the customer's blood glucose level. In addition, it was reported that the pump shut down unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer continued using the pump for insulin therapy.